Event description:
(B)(4). It was reported that an elbow cover allegedly fell from a single flat panel arm during a scope procedure. There was no reported adverse consequences to the patient or caregiver.

Manufacturer narrative:
The actual device was evaluated and repaired in the field on (B)(4) 2012. Evaluation summary: through investigation, it was discovered that the cover that allegedly fell was one half of the elbow cover. The other half of the cover was missing and the operating room staff continued to use the spring arm suspension with part of the cover missing. It is unknown how the other half of the elbow cover came to be missing. The two halves of the elbow cover snap-fit into each other. With one half of the missing, the other half was not as securely attached to the spring arm and allegedly fell during a scope procedure. There was no adverse consequence reported as a result of the falling elbow cover. A stryker field service technician visited the user facility and secured the elbow cover to the spring arm. There was no reported adverse consequence to the patient or caregiver as a result of this event.